Manufacturer narrative:
The explanted ipg will not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not keep a charged of the ipg and it depleted faster. It was not known if the ipg was malfunctioning. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.